Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump as well as sensor communication issues. The patient's blood glucose level was unknown at the time of the call. The customer stated they were driving and could not trouble shoot the issue. The customer stated that they had already changed the sensor which resolved the issue. No further information was provided.